Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received lower sensor scan results that were at least 100 units off as compared to fingerstick (unspecified results). It is unknown whether the customer noted a trend arrow on the device. Additionally, a sensor error message was also reported. There was no third-party intervention or treatment reported for these issues. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.